Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that the thermocool smarttouch uni-directional navigation catheter had a deflection issue. The issue was resolved by exchanging the catheter with a same like device. The procedure was completed successfully with no patient consequences. On (B)(6) received additional information requested from bwi representative stating that the catheter did not performed deflection as intended. It got stuck in a deflection position. The physician did not have any difficulties removing the catheter from the patient. Based on the additional information received, as the catheter got stuck in a deflection position, this malfunction of the device can potentially be a risk to the patient. Therefore, this complaint became reportable. Awareness date changed from february 11th to february (B)(6) 2014

Manufacturer narrative:
A) multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. As the lot # 16016683m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that the thermocool smarttouch uni-directional navigation catheter had a deflection issue. The issue was resolved by exchanging the catheter with a same like device. The procedure was completed successfully with no patient consequences. On february 20th, received additional information requested from bwi representative stating that the catheter did not performed deflection as intended. It got stuck in a deflection position. The physician did not have any difficulties removing the catheter from the patient. Upon receiving, the catheter was visually inspected and was found in good physical condition. Per the complaint, the catheter was tested for deflection and the catheter was partially deflecting. Afterwards, the catheter was dissected and it was noticed that the t bar was folded. However, the catheter did not get stuck on a deflected position. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. However, catheter did not get stuck on a deflected position. An internal corrective action has been opened to investigate the t bar issue.